Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot/order/serial number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that the aligners cut the patient's gums, caused bleeding and blanching. The dentist practice trimmed aligner sets 1 & 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. The customer's evidence (photos) shows a lower aligner placed on the patient's teeth. Whitening is observed on the patient's gums in the area of the incisors and canines, along with redness on the marginal gums of the canines and lateral incisors. The evidence does not show any issues related to rough or sharp edges that could have caused harm to the patient. The aligner trays appear to be properly thermoformed, with no evidence of any out-of-specification conditions in the device. After reviewing the records generated during the manufacturing process (DHR), the incoming inspection records, and the evidence provided (photos), we found no evidence or deviation in the reviewed records that indicates the defect may have been generated during the manufacturing process. The traceability information (serial number, patient ID) is not visible for device identification. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.